Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged false positive results while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. Per the customer data four different patient samples generated false positive results. Therefore, four mdrs will be filed, one per alleged sample, according to the FDA guidance. Per the limited information & data provided by the customer, all four samples tested positive for sars-cov-2 target with late CT values, upon initial testing on liat. Upon retesting of the same samples on a different platform all four samples tested negative for sars-cov-2. No positive results were released and no harm alleged. Although requested, no patient or sample data could be provided. A review of the data revealed that the original patient sample was near or below the limit of detection (lod). Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. Furthermore, true assay performances may be present and discrepant results can occur for a subset of samples when comparing results of the cobas® liat® system and less sensitive test methods.

Manufacturer narrative:
Facility name truncated due to character limit: full name - (B)(6). A customer from (B)(6) alleged four discrepant results for four different patient samples while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. Please note that the data provided by the customer did not contain run logs or sample results. Although requested, no patient or sample data could be provided. Given the limited available information, no product problem was identified. A review of the CT values indicates that each of the patient samples were near or below the limit of detection (lod). (B)(4).